Event description:
The customer reports that the system delayed while attempting to display the images. The picture takes a long time to show up and sometimes does not show up at all. The system may also be getting a larger dose of radiation.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep removed and replaced the duplicated reported problem. He adjusted c-arm 5 volts from 4.86 to 5.0 volts and updated the software. The system functioned as intended.